Manufacturer narrative:
Unable to prime during prime/a33 test due to encoder signal out of phase. Pump passed basic occlusion and displacement test. The motor was tested outside of the device and passed.

Event description:
The customer reported via phone call that the insulin pump had a recurring motor error alarm. Blood glucose level at the time of the incident was 145 mg/dl. The customer stated that the insulin pump was not exposed to high magnetic fields and the drive support cap appears normal. Customer completed troubleshooting and was able to rewind the device. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.